Event description:
It was reported that the ortholoc crosscheck plate broke sometime after the initial surgery was completed resulting in a non-union. The patient was brought back, and the surgeon had to remove the plate and replaced it.

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the visual examination of the received product shows that the plate is broken apart through the locking hole at the most proximal and lateral end of the plate. The plate is showing scratches all over the surface as well some deformation and discoloration, but afterwards it cannot be defined if these damages were caused during insertion or extraction. The microscopic examination of the fracture surface shows that the fracture characteristics indicate a fatigue fracture. The reported lack of bone healing certainly played a role in this case. All measurement taken are within accuracy. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused most likely in combination of the non-union and due to weight bearing. If more information is provided, the case will be reassessed.

Event description:
It was reported that the ortholoc crosscheck plate broke sometime after the initial surgery was completed resulting in a non-union. The patient was brought back, and the surgeon had to remove the plate and replaced it.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.